Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for unspecified laparoscopic surgery with the subject device, the endoscopic image of the subject device was not displayed. The procedure was completed using another device. Olympus (B)(4) checked the subject device, and found the reported phenomenon was duplicated due to the failure of the camera cable, also found that the camera cable had damage such as dent, breakage and leakage. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the transmission failure of the image signal to the video system center due to the damage of the camera cable of the subject device by the user handling. If additional information becomes available, this report will be supplemented.